Event description:
In 2009 the patient reported experiencing redness and irritation due to the infusion site adhesive since almost about 2 months. She has 2 areas that are infected and her physician prescribed antibiotics. She uses her stomach as an infusion site and changes the site every 3 days. She stated that she uses alcohol swabs and IV prep wipes prior to inserting the infusion site. She stated that she has difficulty removing the infusion site adhesive from her skin and must use a loofa to scrub it off. She was given competitor company sample infusion sets from her trainer. Upon follow up at about 2 days later, the patient stated that her infected sites are slowly healing and she continues to experience an allergic reaction to the competitor infusion sets. No blood glucose issues were reported. Product was requested to be returned for evaluation.